Manufacturer narrative:
If explanted, give date: the lens was planned to be explanted on (B)(6) 2018; however to date no confirmation has been received. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zct150 +20.0 diopter) was implanted into the patient's operative eye on (B)(6) 2018. One day post-op it was noted a refractive miss and the surgeon planned to exchange the lens on (B)(6) 2018. Visual acuity pre-operative: uncorrected 20/200. Refraction: -15 + 0.75, 165 degrees; corrected 20/25. Visual acuity post-operative: uncorrected 20/80. Refraction: -1.5 + 0.25, 10 degrees; corrected 20/20. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.